Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative reported the patient was being hospitalized post-pump refills because of overdose symptoms. No further patient complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The patient became "overly sedated for hours/days" sometime after a refill and then rep was at the emergency department with the patient and programmed the pump to minimum rate mode. It was stated they were trying to get to the bottom of these issues and determine if it was a pump issue or someone filled the pump with the wrong concentration or a programming error, etc. A physician from the ER at grove city hospital initially reported the event. The patient had a complete medical work-up at the ER which resulted in no significant findings. No pump troubleshooting was done except for the pulling of logs which were uneventful. The patient was back to baseline and was taking oral baclofen to assist with spasticity until intrathecal dose was re-titrated. The cause of the overdose was not determined.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity. It was reported that the patient was currently in the emergency room following somnolence and overdose-like symptoms. This occurred "sometime last week" 24-48 hours after the pump was refilled with 500 mcg/ml lioresal. This was considered a sudden change in symptoms. The pump was then changed to minimum rate.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.